Manufacturer narrative:
Concomitant medical products: dtpb2qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation from the left ventricular (lv) lead in the left lower ribcage when lying down. The lv lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.